Event description:
The pt's healthcare provider reported to the MFR that the feeding tube attached to the external bolster had cracked at the port and food spilled out and pt's skin was irritated. The reporter claimed similar cracks occurred in 2 subsequent replacement tubes, each time requiring a fluoroscopy procedure for reinsertion. There was no report of injury or adverse consequences as a result of the add'l fluoroscopy procedures. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
The MFR has requested, but not yet received the samples for examination. Investigation by the MFR of the alleged event was unable to determine a root cause; however, add'l investigation and analysis are pending. A review of the device history record for the corresponding manufactured lot identified no documented mfg anomalies. A follow-up report will be provided if add'l relevant info becomes available. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.